Event description:
It was reported during a tonsillectomy and adenoidectomy, that the physician was using coblator ii surgery system and an evac 70 xtra plasma wand. Intra-operative it was discovered that the neither the ablation or coagulation function were working. Details regarding if and how the procedure was completed were not available, however, no patient injuries or complications were reported as a result of this event.

Manufacturer narrative:
Reference manufacturer report(s): 3006524618-2012-00707.